Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing led to pacing inhibition and resulting in an inappropriate automatic mode switch (ams). The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.